Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected master tool manipulator (mtm) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 1, replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on axis 1. Once testing was completed, the axis 1 motor was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault of an electronic component or module within the axis 1 motor of the affected mtm. This issue can be resolved by replacing the affected mtm via fse service or switching to a different surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted ventral hernia repair with mesh surgical procedure, an operating room (or) staff called in to report that the second surgeon side console (ssc) right master tool manipulator (mtmr) dropped during use. The site restarted the system, but the mtmr did not come up. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found repeated pot to encoder faults on axis 4 of the mtmr. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mtmr became non-functional, failing to respond during the procedure. To resolve this issue and continue the surgery, the customer utilized the other ssc, allowing the case to proceed. The procedure was initiated with a dual console setup and ultimately completed with one ssc after disabling the defective manipulator. The primary problem was that the affected manipulator did not move at all, rendering it unresponsive to the surgeon's commands.